Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date three months prior to this event, the pt began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for pd. On an unreported date, the patient made a mistake of touch contamination which caused peritonitis. On the same day the pt experienced the peritonitis, the pt was hospitalized for the event. On an unreported date, the pt was treated with vancomycin, ip, (dose, frequency, and lot not reported). Concomitant therapy was not reported. Four days after admittance, the pt was discharged from the hospital. Approximately three weeks later the pt was recovered from the peritonitis event. Pd therapy was ongoing. On an unreported date, the pt was re-trained in proper aseptic procedures for performing pd therapy.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a mistake of touch contamination by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.